Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 243, 177, 181 and 240 mg/dl. The customer's expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date at time of call is two weeks. Customer was not able to go into the memory of the meter. Customer had her results written down on a calendar. Times that are documented are estimated as customer stated that she takes her blood glucose between 5:30 am and 6:00 am every morning. Result 1:243mg/dl date: (B)(6) 2018 time 5:30am fasting; result 2:177mg/dl date: (B)(6) 2018 time:5:30am fasting; result 3:115mg/dl date: (B)(6) 2018 time:5:30am fasting ; result 4:181mg/dl date: (B)(6) 2018 time:5:30am fasting; result 5:240mg/dl date: (B)(6) 2018 time:5:30am fasting.